Event description:
The customer received a blood glucose reading on the contour next usb that was 30-40mg/dl higher than on three other meters. The specific results were not provided. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. Only the meter information was provided. Product was not replaced.